Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019. Product type catheter, product ID 8709 , serial# (B)(4), implanted: (B)(6) 2000. Product type catheter . Analysis of the catheter (sn; (B)(4)) found a user related hole. The previously reported conclusion code no longer applies to this event and has been updated. The previously reported method code no longer applies to this event and has been updated. The previously reported results code no longer applies to this event and has been updated . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6)2013, explanted: (B)(6) 2019. Product type catheter, product ID 8709, serial# (B)(4), implanted: (B)(6) 2000. Product type catheter. The previously reported pump (B)(4) was incorrectly reported. The pump in use at time of this event was (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously reported method code no longer applies to this event and has been updated. The previously reported results code no longer applies to this event and has been updated. The previously reported conclusion code no longer applies to this event and has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-june-24, additional information was received from the manufacturer representative (rep). Additional information received re ported the previously reported catheter (8709, (B)(4)) was not the correct catheter. The correct catheter for this event is 8780, sn; (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 01-aug-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving a unknown drug via an implantable pump for non-malignant pain and complex regional pain syndrome type 1. The rep reported they were informed that every time the patient came in for a pump refill, the refilling clinic had to aspirate the pump pocket because it was filled with clear fluid. The rep was told that the fluid tested positive for cerebrospinal fluid (csf). The patient has been referred to another physician to perform a catheter dye study to check the patency of the catheter. The issue was not resolved at the time of this report. The report indicated that surgical intervention was planned, but had not been scheduled. On (B)(4) 2019, additional information was received from the manufacturer representative (rep). It reported the drugs in the pump w ere morphine (2.0 mg/ml, 0.2342 mg/day) and bupivacaine (2.0 mg/ml, 0.2343 mg/day). The patient was scheduled for a catheter dye study on (B)(6) 2019. The amount of fluid found in the pocket was not known. The source of the fluid was unknown at this time. On (B)(4) 2019 additional information was received from the rep. Clarification was requested regarding the reported scheduled surgical intervention and whether it was in reference to the catheter dye study or was a different surgical intervention. The rep stated, "the way I understand is that the dr will do the catheter dye study and if we find a fixable problem, we will fix it at that time". Additional information was received from a healthcare professional via a manufacturer's representative (rep). It was reported that the catheter was fractured at the pump pin. The catheter was removed and a new catheter was attached. It was reported that the issue was resolved at the time of the report, and the patient's status was noted as "alive-no injury." No further complications were anticipated/reported.